Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. The customer was ¿ultimately¿ able to clear the alarm each time. During the report, the customer was able to successfully clear the current altitude alarm after the obstruction blocking the speaker holes was removed. There was no adverse impact to the customer's blood glucose level.